Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited battery longevity data anomaly; the device was re-interrogated and the remaining longevity was correctly displayed. There were no adverse consequences to the patient. The patient would continue to be monitored.